Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error over a three-hour time span. The customer did not know the blood glucose reading, bust she stated that her blood glucose was likely to be high since she was not receiving insulin from the device. She stated that the insulin pump had been in her pocket when it alarmed. The customer did not observe any other significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. Unit had cracked battery tube threads and cracked reservoir tube lip.